Event description:
It was reported patient is experiencing pain and locking in knee nine months post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical products: unknown persona articular surface catalog # unknown lot # unknown. Unknown persona tibial component catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-03237. Remains implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report is a duplicate and should be voided. This event will be reported under MDR # 3007963827-2018-00101.

Event description:
Upon reassessment of the reported event, it was determined that this report is a duplicate and should be voided. This event will be reported under MDR # 3007963827-2018-00101.